Event description:
The customer states that a negative axsym bhcg result of 0.0 miu/ml was reported on a patient in 2004. The patient returned to the customer facility eight days later because they performed pregnancy testing using an over-the-counter method which was positive. The patient was redrawn and tested on axsym yielding a positive bhcg result of >200,000 miu/ml. The stored sample drawn 2004 was then retested on axsym yielding a positive bhcg result of >200,000 miu/ml. No impact to patient management was reported.